Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a 35 volt (v) failure occurred. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. A philips biomed went onsite and replaced the motor controller (mc) printed circuit board assembly (pcba)for the customer to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.